Event description:
The customer reported a displayed overload fault error message. This will result in a system shut down situation attributed to arcing. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.